Event description:
Caller reported a malfunction with their pump, identified by malfunction code malf 16. There was no reported impact on the customer¿s blood glucose level. Technical support instructed the caller to open the tandem t:slim mobile app to ensure logs upload for investigation and arranged for a replacement pump to be sent. The caller will use multiple daily injections (mdi) for insulin delivery in the interim. The customer was informed that the replacement pump will have updated software. Details regarding the return of the faulty pump were communicated, including the use of a tandem-provided return box and pre-paid label, with a deadline for return to avoid charges. The customer understood and acknowledged all instructions provided by technical support.